Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. The secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified antibiotic. After an unspecified length of time in use, the nurse noted the secondary solution was flowing into the primary solution container. There were no reported adverse pt effects. No medical interventions were required. Though requested no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the rptr upon query by hospira personnel. (B) (4).